Manufacturer narrative:
Zimvie received one (1) t3pt4313, (t3 pro tapered implant 4/3mm (d) x 13mm (l)) for evaluation. Visual evaluation / functional test was performed, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [t3pt4313] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: medical: other. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No apparent malfunction was identified . The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported implant #6 was placed on (B)(6) 2024. Pt returned for post-op visit two weeks later and p.a. Was taken again. Unhappy with implant placement. Implant was removed and bone graft was placed again. Implant was removed so it wouldn't affect adjacent teeth.